Event description:
The micro oscillating saw was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.